Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the evaluation is complete.

Event description:
It was reported that while cleaning the equipment, the drill was leaking a reddish substance. There was no patient involvement and no adverse consequences.